Manufacturer narrative:
Investigation summary: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for scratched tube was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for scratched tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode scratched tube. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e, the device experienced cracked tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged tube. According to the customer's report, there is a deep scratch at the bottom of the tube.